Event description:
This complaint was reported by a customer from israel. A delivery issue was reported. It was reported no human harm occurred during this event. No medical intervention was reported.

Manufacturer narrative:
Eitan medical has conducted attempts to receive the event log of pump, as well as the pump itself, for investigation. However, neither was provided by the customer. As a result, a comprehensive investigation of this event could not be conducted. If the event log and/or the pump are provided by the customer, an investigation will be conducted, and the investigation's findings will be presented in a follow up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.